Event description:
Information received from the article: nerva et al. Pipeline embolization device as primary treatment for blister aneurysms and iatrogenic pseudoaneurysms of the internal carotid artery. J neurointerv surg 2015; 7:210-216. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: 4 patients were treated with pipeline. One patient (patient 2) had a blood blister aneurysm with a subarachnoid hemorrhage that was treated with two telescoping pipelines and a type iii endoleak was noted between the two stents; the stent non-apposition was treated with balloon angioplasty with good results. The information was received from the same article as MDR# 2029214-2015-00289.

Manufacturer narrative:
The report was created to capture the malfunction received from the article: nerva et al. Pipeline embolization device as primary treatment for blister aneurysms and iatrogenic pseudoaneurysms of the internal carotid artery. J neurointerv surg 2015; 7:210-216. Http://www.ncbi.nlm.nih.gov/pubmed/24578484. The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The lot history record review was not possible as the lot numbers were not reported. (B)(4).